Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and was possibly fractured. It was also reported that the patient experienced nerve stimulation and complained of sharp pain near the clavicle. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr03 implantable pulse generator (ipg), (B)(6) 2012; 5076 implantable pacing lead, (B)(6) 2004. (B)(4).